Manufacturer narrative:
UDI: not required for product code, implanted date: device was not implanted, explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and the shipping inspection records of the involved product code/lot# combination was conducted with no findings. (B)(4).

Event description:
The user facility reported that during a coronary angiography examination, when using the finecross microcatheter, the top of the catheter remained blocked in a coronary artery and broke during the removal. There was no harm to the patient.

Manufacturer narrative:
The actual sample was received for evaluation. Visual inspection revealed that the distal end had been fractured. Magnifying inspection of the fractured section revealed: the distal section of about 0.73mm in length was missing; the wire braiding of the reinforcement had been fractured and misaligned; the outer layer had been fractured and elongated; the outer layer on the gold coil marker had been torn; the distal end of the fractured outer layer had been deformed in a twisted shape; and the gold coil marker had been fractured and frayed. Sem inspection around the tear on the outer layer found abrasions on the extension line of the tear. Sem inspection around the fractured section revealed that some abrasions had been generated in lengthwise direction and others circumferentially. It is conceivable that some rigid object (e.g., calcified lesion) was exposed to the actual sample. The outer diameter of the shaft was measured and confirmed to meet the factory's specifications. The strength of the shaft against bending force was measured and confirmed to meet manufacturer specifications. Reproductive testing was performed on two reproductive tests were performed using factory retained finecross mg samples. A test sample in the state of its distal end being trapped was exposed to pulling force in the proximal direction. The broken state was observed: the outer layer was fractured; the wire braiding of the reinforcement was fractured; the gold coil marker was frayed. A test sample in the state of its distal end being trapped was exposed to twisting and pulling force in the proximal direction. The broken state was observed as follows, which was confirmed to be similar to that on the actual sample: the outer layer was fractured and twisted; the wire braiding of the reinforcement was fractured and misaligned; the gold coil marker was fractured and frayed. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual sample in the state of being stuck in a rigid object (e.g., calcified lesion) was exposed to twisting and pulling force in the proximal direction, resulting in the generation of the fracture starting from the trapped point. However, the exact cause of the reported event cannot be definitively determined based on the available information.